Manufacturer narrative:
An event of patient-device incompatibility, endocarditis, and embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported patient-device incompatibility and endocarditis appear to be related to patient condition (concomitant gastroenteric infection). The reported embolization is a cascading event of the endocarditis, per case details. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient. On (B)(6) 2024, the patient was admitted at a hospital for suspected endocarditis. The patient was diagnosed with infective endocarditis of the 27mm navitor valve, but hemocultures were negative. The patient also had signs of cerebral embolization, but did not suffer a stroke or cerebral vascular accident the patient does not have a history of endocarditis. The patient does not have a history of an indwelling vascular catheter, intravenous drug use, recent dental work, or injury from a non-sterile object. The patient was started on antibiotic therapy. The cause of the patient's septic embolization is due to the endocarditis. The cause of the patient's endocarditis is attributed to a concomitant gastroenteric infection. The patient was discharged at the time of report.